Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6) , batch: a000140213. B3: event date is estimated.

Event description:
It was reported that the patient's lead had migrated. The investigation is unable to determine which lead has attributed to this issue. Surgical intervention was undertaken and the (B)(6) 2024 and the lead was repositioned back into place.